Manufacturer narrative:
Batch review performed on 15 october 2019. Lot 178169: 70 items manufactured and released on 22-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, 63 items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on (B)(6) 2019. Liner: mpact 01.32.3248hct flat pe hc liner ø32/f (k103721) lot. 177538. Lot 177538: 30 items manufactured and released on 21-mar-2018. Expiration date: 2023-03-04. No anomalies found related to the problem. To date, 26 items of the same lot have been already sold without any other similar reported event. Cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot. 179165 lot 179165: 71 items manufactured and released on 13-apr-2018. Expiration date: 2023-04-03. No anomalies found related to the problem. To date, 67 items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot. 179843. Lot 179843: 141 items manufactured and released on 03-may-2018. Expiration date: 2023-04-18. No anomalies found related to the problem. To date, 120 items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer almost 1 year and 3 months after primary. The surgery was completed successfully.